Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. A type 1v was identified in the left carotid artery. The lesion length was 18 mm and reference vessel diameter was 4.3 mm with 90% stenosis measured by nascet. Thrombus, dissection or pseudo aneurysm was not present. Ulceration and 1+ calcium was present, the target vessel was severely tortuous. A carotid wallstent monorail with 7 mm diameter and 30 mm long was implanted successfully. A non bsc cerebral protection device was used. Pta was performed using a non bsc device. A heart rhythm stimulant and a vasodilator were not used. Peri-operative event: skin allergic reaction. Medical therapy was provided, the event resolved with no residual effects. There was successful placement of the stent at the intended site and successful use of the cerebral protection device. The procedure was technically successful with 0-29% residual stenosis. Post procedure clinical assessment morphological outcome, carotid stent was patent, 5% residual stenosis the patient was asymptomatic. One month and twelve month follow up visit was not provided. Six month follow-up assessment in april 2008 the patient was asymptomatic; the carotid stent was patent with 5% residual stenosis with no complications since the last visit.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.